Event description:
Complainant alleged that the device detected spontaneous breathing. Complainant indicated that there was no patient involvement in the reported issue.

Manufacturer narrative:
G4: PMA/510(k) # - the device is a similar device marketed in foreign countries and is not marketed under the 510k. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
H3: the device was returned to zoll for evaluation. The reported issue was unable to be reproduced during evaluation; however, the inspiration block was replaced as a precaution before returning the device back to the customer.